Manufacturer narrative:
The device was not returned and the product code is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-94 (configuration option settings checksum is not 0) alarm. It was further reported that they have tried replacing the batteries but the error persisted. This event occurred prior to patient use. There was no patient involvement. No additional information is available.